Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the connector had a crack and the cable was twisted.. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the camera head, the image may or may not appear when the cord tension is applied or when the connector is moved. The issue occurred during procedure. The procedure was therapeutic. The procedure was completed using the same set of device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of ¿no image¿ was not reproduced. Olympus will continue to monitor field performance for this device.